Event description:
It was reported that there was intermittent capture and oversensing on a right ventricular (rv) lead. The lead was capped and a new rv lead was implanted. Additionally, a defibrillation rv lead was damaged during explantation of another lead. The defibrillation lead was capped. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.